Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had alarm system failure error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g1(contact person ¿ mfg site), g2, g3, g6, h2, h3, h6(type of investigation, investigation findings, health effect ¿ impact codes, investigation conclusions), h11. A getinge field service engineer (fse) states, customer declined. Despite 3 requests, customer has not provided hcpo, closing case. No repair information available. In future if we receive any repair information will reopen and update the investigation.

Event description:
It was reported that the cs300 intra aortic balloon pump (iabp) had alarm system failure error. No harm reported.